Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low pacing impedance since (B)(6) 2015; the lead had been programmed to unipolar mode for the past year. It was also noted that the r-wave amplitude had decreased and the lead exhibited noise. The asymptomatic patient presented in clinic for scheduled lead revision on (B)(6) 2016. During the procedure, an insulation anomaly was noted on the lead. The lead was explanted and replaced successfully. The patient's condition was stable post procedure and would continue to be monitored.

Manufacturer narrative:
Final analysis found that the outer and inner insulation were damaged and the outer coil was crushed at 18.0 cm to 20.0 cm from the connector pin, as a result of clavicular crush. Internal shorts were found at the clavicular crush region. The damage found likely resulted in the reported field complaints.